Event description:
It was reported that, primary surgery was a stryker hip on (B)(6) 2010. She didn't feel right from the beginning and she didn't feel right on her first year check up. She had cortisone shots then and more shots in (B)(6) 2011. Then on (B)(6) 2011 she had an MRI when she noticed her hip was making noise. She had a revision on (B)(6) 2012."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.